Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient went to endocrinologist on (B)(6) 2025 due to hyperglycemia and pain at infusion set insertion site during insertion. The blood glucose level was 487 mg/dl at the time of event and the patient got treated with correction bolus via pump. No further information available.